Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five months post filter deployment, patient was scheduled for filter retrieval. The wire was passed down to below the inferior vena cava filter, which was slightly tilted at approximate 30-degree angle. The top of the filter had been incorporated into the vein wall. The wire was re-inserted and switched out to a 10-french sheath, again left above the filter and then put in the cone device. The cone came down on the shoulder of the filter but were unable to get it seated over the top of the filter again probably because it was incorporated into the vein wall. Approximately six years, second attempt for filter retrieval was done. The inferior vena cava appeared to have a roughly 15-degrees tilt with the hook appeared to be embedded into the wall of the inferior vena cava. Multiple attempts were made, but unable to get a hold of the hook. Approximately twenty-five days later, third attempt was made for retrieval of inferior vena cava filter. A glide wire was placed and bought a balloon onto the field and was able to move the filter off of the wall below the hook. The hook remained embedded in the lateral wall. Attempt was made to tilt and snare the tip, but the procedure was unsuccessful. Approximately two weeks later, computed tomographic angiography (cta) of the chest showed a chronic pulmonary embolus and computed axial tomography revealed tines of the inferior vena cava filter extended beyond the margins of the inferior vena cava. Therefore, the investigation is confirmed for perforation of the ivc, filter tilt and retrieval difficulties. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown.per medical records, multiple attempts were made to engage the filter using cone, snare and sheath but were unsuccessful due to filter tilt and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 03/2013). H10: the complaint was originally determined to be a malfunction reportable event on (B)(6) 2019 and reported to the FDA through the quarterly voluntary malfunction summary reporting (vmsr) program on MDR 2020394-2019-04189 . Bdpi received new information on (B)(6) 2020 and the event was reassessed as a serious injury.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter was unable to be retrieved. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five months post filter deployment, patient was scheduled for filter retrieval. The wire was passed down to below the inferior vena cava filter, which was slightly tilted at approximate 30-degree angle. The top of the filter had been incorporated into the vein wall. The wire was re-inserted and switched out to a 10-french sheath, again left above the filter and then put in the cone device. The cone came down on the shoulder of the filter but were unable to get it seated over the top of the filter again probably because it was incorporated into the vein wall. Approximately six years, second attempt for filter retrieval was done. The inferior vena cava appeared to have a roughly 15-degrees tilt with the hook appeared to be embedded into the wall of the inferior vena cava. Multiple attempts were made, but unable to get a hold of the hook. Approximately twenty-five days later, third attempt was made for retrieval of inferior vena cava filter. A glide wire was placed and bought a balloon onto the field and was able to move the filter off of the wall below the hook. The hook remained embedded in the lateral wall. Attempt was made to tilt and snare the tip, but the procedure was unsuccessful. Approximately two weeks later, computed tomographic angiography (cta) of the chest showed a chronic pulmonary embolus and computed axial tomography revealed tines of the inferior vena cava filter extended beyond the margins of the inferior vena cava. Therefore, the investigation is confirmed for perforation of the ivc, filter tilt and retrieval difficulties. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Per medical records, multiple attempts were made to engage the filter using cone, snare and sheath but were unsuccessful due to filter tilt and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter was unable to be retrieved. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.